Event description:
There was an allegation of questionable sodium results from the cobas 6000 c 501 analyzer. The samples were repeated on a cobas pure c303 analyzer. Patient 1 initial result was 130 mmol/l and the repeat result was 141 mmol/l. On (B)(6) 2024, patient 2 initial result was 129 mmol/l and the repeat result was 135 mmol/l. On (B)(6) 2024, patient 3 initial result was 132 mmol/l and the repeat result was 139 mmol/l. The repeat results were believed correct.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer cleaned, recalibrated, and ran precision testing. The analyzer alarm trace contained abnormal sample aspiration alarms. The investigation did not identify a product problem. The specific cause of the event could not be determined.